Event description:
A theatre nurse reported that during setup for a cataract with iol (intraocular lens) implant procedure, the system initially would not start but eventually came on. The staff switched the unit off and on again a few times to test the equipment. Subsequently, during the priming phase when the staff switched screens to attach the phaco handpiece, the system suddenly "cut out". No system message had displayed and the equipment could not be restarted. The pt was on the table and received a local anesthetic at the time of the event. There was no harm to the pt but the case could not be performed.

Manufacturer narrative:
The company rep examined the system and replaced the ac power cord. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. (B)(4).